Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and fluoro functions board were replaced. Also, the software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error code message and thereby failed to produce x-ray. No report of pt injury.